Manufacturer narrative:
Device evaluated by MFR: the unit returned in a generic plastic bag. The unit returned has distal end damage, as part of overall visual revision. The returned device matches with the upn provided by the customer. The device has the distal tip detached and kinked (the distal tip was not returned). All the outer diameter (ods) measurements are within the specifications. The guide wire overall length could not be measured due to the distal tip detached. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The occluded target lesion was located in the anterior tibial artery. A 300cm v-14 controlwire was advanced but failed to cross the lesion. When the device was removed, it was noted that the tip of the wire was detached inside the patient. No attempt was made to retrieve the detached tip due to occluded lesion and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire tip detachment occurred.the occluded target lesion was located in the anterior tibial artery. A 300cm v-14¿ controlwire® was advanced but failed to cross the lesion. When the device was removed, it was noted that the tip of the wire was detached inside the patient. No attempt was made to retrieve the detached tip due to occluded lesion and the procedure was completed. No patient complications were reported and the patient's status was fine.